Event description:
Reporter alleged the aviva system generated a blood glucose result of 900 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the device. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.